Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg. The patient saw their doctor and was prescribed antibiotics (co-amoxiclav 5 mg, 3 times per day for 5 days). The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.